Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The lead was returned severed with only three terminal leg segments returned for laboratory testing. The is-1 segment was 52 mm, the distal high voltage segment was 45 mm and the proximal high voltage segment was 48 mm. Setscrew marks were identified on the returned terminals. Puncture holes were noted in the insulation (18 mm from the proximal high voltage terminal pin. Two sides of the lead had been grabbed with some type of surgical tool. Bodily fluid was found in the lumen where the lead was grabbed by the tool. Continuity testing was performed and on open (failed test) was found on the proximal high voltage terminal segment. An x-ray was performed which showed that the proximal high voltage dbs cable had been damaged (deformed) in the area where it was grabbed by a surgical tool. It also appeared that the cable had been pulled out of the terminal pin crimp. Destructive analysis was unable to visualize the crimp area. A CT scan showed that the cable had been pulled out of the crimp area. The damage appeared to be consistent with induced damage. However, since the damage found during laboratory testing matches the clinical observation (field complaint), it cannot be ruled out that this damage did not occur at a device upgrade/replacement procedure. The device was returned and review of the stored lead measurements (prior to the patient's death) were stable and within range. Shock impedance measurements on delivered shock ranged from 55-61 ohms. All data indicates the device performed as designed and programmed. The patient received therapy appropriately for multiple episodes of ventricular arrhythmia on (B)(6) 2015.

Event description:
Boston scientific received information that this patient died on (B)(6) 2015. There were no reports of a lead malfunction or that the prior product experience (pe) in (B)(6) 2015 caused or contributed to the patient's death. Boston scientific received information that the local representative spoke to the physician. According to the physician, the patient died of natural causes. The physician had elected to reprogram tachycardia therapies off for comfort reasons. The physician stated that the device had been performing normally prior to the patient's death.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out of range shock impedance measurements greater than 125 ohms in triad configuration. Shock impedance measurements were noted to be 80 ohms when the programmed configuration was set rv to can. Boston scientific technical services (ts) discussed troubleshooting options. Available information indicates that this product remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Additional information was received that programming changes were made to remove the lead coil from the configuration. Shock impedance measurements post programming changes were noted to be stable at 59 ohms. The physician will continue monitoring.